Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to chronic high impedance, >3000 ohms. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025, lead was explanted (B)(6) 2025. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The rv shock coil and ring electrode were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed high pacing impedance. Furthermore, the fixation helix was found bent and stretched, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.